Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer is using 12.6 x 75 mm sample tubes. Sample tubes less than 13 mm are not specified for use on this instrument. The customer's centrifugation time was 5 minutes with 2050 g force. The customer's centrifugation time is too short. The customer does not change the instrument pinch valve tubes frequently enough. Quality control (qc) data seems acceptable. The qc data from the time of the event could not be identified in the data provided by the customer. Possible root causes of the event may be related to sample quality issues or sample mix-up with the aliquot. An additional potential root cause may be related to insufficient maintenance. A general reagent issue was not identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys hcg test system (hcg) on a cobas e 411 immunoassay analyzer. The customer initially tested the patient for hcg using a serum sample and a urine sample. The hcg result from the serum sample was 1.4 miu/ml. The hcg result from the urine sample was 736 miu/ml. Both results were reported outside of the laboratory. On (B)(6) 2017 the patient was tested for hcg again. The result from a new serum sample was 71.45 miu/ml. At this point, the physician questioned the result of 1.4 miu/ml that had been reported on (B)(6) 2017. See attached data for all patient results. No adverse event occurred. The hcg reagent lot number was 123267. The expiration date was not provided.